Event description:
This is filed to report incomplete coaptation, worsening mitral regurgitation, dyspnea and intervention. It was reported on 11/1/2028, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) of an unknown grade. At an unknown date it was noted the clip had detached from the posterior leaflet, remaining attached to anterior leaflet (single leaflet device attachment/slda). The mr had increased to 3+ and patient was experiencing shortness of breath. On (B)(6) 2023,a mitraclip procedure was performed to treat mixed mr with a grade of 3+. It was noted that the patient had a prolapsed posterior leaflet. An xtw clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
B3 - date of event is estimated. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because no lot information was provided. Based on available information, a cause of the reported incomplete coaptation (slda / single leaflet device attachment), associated with the clip detaching from the posterior leaflet post procedure, could not be determined. The reported shortness of breath (dyspnea) was secondary to the recurrent mr. The reported recurrent mr was due to the slda. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.